Event description:
A medtronic representative reported that when testing a site's navigation system functionality, found the power to the axiem box would cut in and out. In trouble-shooting, a different axiem box was used and normal function was restored. Also noted the protective sheath on the power cord was coming apart, exposing internal components. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 09/22/2014, a medtronic representative, following-up at the site, reported that the issue still persisted after changing the cpu, axiem box and power/comm cable. Tried an emitter from a different system and found the communication issue resolved. - RMA issued. Replacement axiem portable shipped to site (B)(6) 2014. Received back on 10/01/2014, medtronic investigation of returned suspect axiem portable finds that the power led flashes but will not stay on. The unit will not power up. Electrical failure - no power - directly caused event. - RMA issued. Replacement external axiem cable shipped to site (B)(6) 2014. Received back on 10/01/2014, medtronic investigation of returned suspect external axiem cable finds there were no cuts/tears observed in the cables protective sheath. The cable power and data lines all test good per rrir specifications. No fault found - fully functional. - RMA issued. Replacement computer shipped to site 09/18/2014. Returned on 09/29/2014, medtronic investigation of returned suspect computer finds no hardware issues. The computer behaved as expected. No fault found - fully functional. - RMA issued. Replacement field generator/emitter shipped to site 09/22/2014. Returned on 10/02/2014, medtronic investigation of returned suspect field generator/emitter finds that when connected to a test system, the field generator shows red status and has error "axiem emitter memory error. The emitter will not navigate". Electrical failure - red status/no tracking - directly caused event. No further issues have been reported.

Manufacturer narrative:
A medtronic representative went to the site to replace components of the navigation system and test the equipment. After replace the components, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The rep reported that the replacement emitter resolved the issue.